Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 02-may-2023. One mz9279 sample was received without the original packaging for investigation; residual fluid was present in the device. On this occasion, the lot number of the complaint product was reported unknown. The feedback provided by the customer suggests leakage was detected from the maxzero extension set approximately 4 hours into the infusion. The customer also confirmed the connecting product was a braun infusion set. Functional testing was performed by connecting the returned sample to a 50ml bd plastipak syringe from stock and attempting to prime with fluid, in this instance the customer's experience was confirmed as leakage was detected from the maxzero female luer adaptor (fla). A close inspection of the location of the leakage revealed the maxzero fla to be cracked. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. H3 other text : see h10.

Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector leaked from the valve during use. The following information was provided by the initial reporter, translated from french: "leak at the valve level despite well connected tubing and despite changed tubing (it's the valve where the parenteral nutrition passed)".

Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector leaked from the valve during use. The following information was provided by the initial reporter, translated from french: "leak at the valve level despite well connected tubing and despite changed tubing (it is the valve where the parenteral nutrition passed)."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.